Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range left ventricular (lv) pacing lead impedance measurements measuring 2,001 ohms. A lead safety switch (lss) was triggered which switched the pace/sense configuration from bipolar to unipolar. The health care professional (hcp) called requesting the device to be re-programmed by a local field representative. Additionally, it was noted that the patient is experiencing phrenic nerve stimulation. At this time, the system remains in service. No adverse patient effects were reported.